Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.